Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was not providing therapy and was inoperable. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.